Event description:
It was reported that a malfunction alarm occurred with code malf 16, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label. A replacement pump was arranged, and the customer confirmed understanding of the process. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.